Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received with broken off end cap. Pump received with scratched case. Unit received with missing motor assembly. Unable to test displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to cracked lcd glass.

Event description:
It was reported that the customer's insulin pump was run over by a car and destroyed. The customer's blood glucose was 252 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.